Event description:
During investigation on (B)(6) 2023, the autopulse platform (sn (B)(4)) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During investigation on (B)(6) 2023, the autopulse platform (sn (B)(4)) failed the load cell characterization test. The root cause was due to a failure of single point load cell #1, likely attributed to a failed component(s), or mishandling such as a drop. Upon visual inspection, the load plate cover was observed to have a hole and tears, and the platform was missing plastic screws. The observed physical damage was unrelated to the failed load cell characterization test and appeared to be the characteristic of user mishandling. The load plate cover and missing plastic screws were replaced to remedy the issue. The autopulse platform passed the initial functional testing and was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without issue for 7 minutes. The platform failed the load cell characterization test due to a failure of load cell #1. Single point load cell #1 was replaced to remedy the failed test. Subsequently, the platform passed the load cell characterization test without issue. After the service, the autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).